Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1,700 bd 5 ml luer lock syringes experienced scale marking issues. The following information was provided by the initial reporter: syringes have one, two or three blurred stripes. All the syringes appear with two stripes, which is representative of the great majority of the discarded pieces. We have also found syringes with: discontinuous dots (from screen printing). Blurred scale numbers, or even 'missing'.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-27. H6: investigation summary: two photos and 10 samples of 5ml luer-lok syringes (p/n 301027) were received & evaluated. The observed smeared print condition was non-conforming per product specification. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Potential root cause for the smeared print/illegible print defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 9210552 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 1,700 bd 5 ml luer lock syringes experienced scale marking issues. The following information was provided by the initial reporter: syringes have one, two or three blurred stripes. All the syringes appear with two stripes, which is representative of the great majority of the discarded pieces. We have also found syringes with: - discontinuous dots (from screen printing). - blurred scale numbers, or even 'missing'.